Manufacturer narrative:
The sodium electrode lot number was 31242647 with an expiration date of 04-apr-2025. The cobas integra 400 plus serial number was (B)(6). The qc recovery was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 7 patients¿ samples tested on a cobas integra 400 plus. Results for the following tests were affected: sodium and chloride t7. Discrepant results for 2 patients' samples were provided. This medwatch will apply to the chloride t7 electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the sodium electrode. Sample 1: sodium: initial result: 107 mmol/l. Repeat result: 140 mmol/l. Chloride t7: initial result: 243 mmol/l. Repeat result: 103 mmol/l. Sample 2: sodium: initial result: 103 mmol/l. Repeat result: 133 mmol/l. Chloride t7: initial result: 210 mmol/l. Repeat result: 108 mmol/l. Data flags accompanying some of the results prompted the repeat of the samples on an I stat analyzer. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The provided calibration showed that it was not acceptable with different alarms. The provided alarm data showed a multiple analyzer controller hardware problem and an ion-selective electrode (ise) controller hardware problem. The field service engineer (fse) found that the cause was due to the wrong ise calibrator bottle being placed, and the customer was using expired electrodes. The fse checked all assemblies, cleaned the fluidic pathway and ise straws, and replaced all reference and calibrator bottles. He performed all primes, conditioned electrodes, and replaced all ise reagents and qc. He then performed calibration and qc with successful results. The fse advised the customer to perform ise maintenance, replace the electrodes once available, and perform new calibration and qc before testing patient samples again. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.